Manufacturer narrative:
(B)(4). This complaint for peritonitis is not confirmed because the sample was not returned to baxter. A review of all batch record documents was performed for h10h26048 h10i22052 h11b24029 with no issues noted. A root cause was not identified due to insufficient information. A labeling review was not required since there is no suspected use error or problem associated with label content. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue has been escalated to CAPA.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not request. Should additional information become available, a follow-up report will be submitted. This is report 3 of 3 involved in this peritonitis event.

Event description:
This is a spontaneous report by a consumer from the (B)(6) of infection in the catheter area and peritonitis in a patient coincident with dianeal pd2 ambuflex therapy. During a call with baxter customer service, the consumer stated that on an unreported date, the patient experienced an infection in the catheter area that was caused by bacteria due to water that got into the site area. On an unreported date, the patient experienced peritonitis that resulted in hospitalization on (B)(6) 2011. The reported cause of the peritonitis was the infection in the catheter area. Treatment was not reported. On (B)(6) 2011, the patient was discharged from the hospital. At the time of this report, the patient was recovering from the peritonitis. The outcome of the infection in the catheter area was not reported. On an unreported date, dianeal pd2 ambuflex therapy had been withdrawn. An opinion of causality was not provided.